Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. The patient was hospitalized for one month for treatment. One week post-discharge from hospital, the patient was readmitted after presenting with abdominal pain and persisting peritonitis. The patient was treated with cephalosporin (dose, route and frequency not reported) and vancomycin (intraperitoneal, dose and frequency not reported). At the time of this report, the patient was recovered from the event. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.